Manufacturer narrative:
The device evaluation also found the mount fixing mechanism of the coupler does not operate in the desired position and the coupler was found warped. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU) : chapter 3 preparation and inspection 3.2 inspection of the camera head when turning the endoscope mount lock counterclockwise with holding it lightly, confirm that the endoscope mount lock is free from looseness or backlash. When operating the endoscope mount, confirm that the endoscope mount is free from looseness or backlash. Reprocessing: general policy [warning] never clean, disinfect, or sterilize this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument. Based on investigation results, a definitive root cause could not be identified. Most likely, the issue was due to component failure which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited water leakage occurring at the boot protector cover on the main unit side. There was no patient involvement.